Manufacturer narrative:
Product complaint # (B)(4). Additional information: evaluation: an empty labeled winding former and a dispensed needle-suture of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appear to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted. However, a side of the fixation tab was broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown urological surgery on (B)(6) 2019 and a barbed suture was used. During surgery, the fixation tab of the suture was broken while being used. There were no adverse patient consequences reported.